Event description:
The patient reported receiving a low blood glucose (bg) reading from their dexcom g7 continuous glucose monitor (cgm) of approximately 40 mg/dl on the evening of (B)(6) 2026, despite having no associated symptoms. The patient reported treating the low bg level with soda, peanut butter crackers, and chocolate candy, then removed the pod and contacted paramedics. It was further noted that the patient did not have a backup bg meter to verify cgm readings accuracy. Upon arrival, paramedics administered glucose gel, and a subsequent glucose check showed a bg level of 500 mg/dl. The customer was advised to replace both the pod and the cgm sensor. Glucose levels normalized throughout the evening, and the patient later consulted their healthcare provider, who adjusted insulin settings. No additional symptoms or device alarms were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s908usqs8gyl1 hardware: sm-s908u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.